Event description:
A purchasing professional reported the system had a problem keeping the pressure up in the eye during a procedure. There was no impact to the patient. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).